Manufacturer narrative:
A complete and thorough test and evaluation was conducted of this unit in as received condition and could not duplicate reported problem unit meets factory specifications.

Event description:
Whenever any patients were coming off of the nitrous, they were getting nauseous and vomiting (this occurred in several instances); 1 of them also got extremely emotional after the nitrous, and he wasn't like this beforehand (so that was very questionable).